Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported they were attempting to bolus when the the alarm occurred. The customer's blood glucose was 493 mg/dl. Customer reported eating to treat for their blood glucose. The customer could not recall any significant events leading to the alarm. Customer stated they have dropped their insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.